Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices resemble typical explanted devices. A review of complaint history revealed no prior complaints for the listed parts/lots 01mm01549 and 03fm00394. The lot is not available for listed part 71420024. A review of the manufacturing record for lot 01mm01549 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the manufacturing record for lot 03fm00394 revealed discrepancies during the manufacturing process; however these discrepancies were identified as not related to the reported incident. An evaluation performed by our lab noted some damage was visible on the articulating surface of the insert. The damage could have been caused by particles in vivo, or during removal. Burnishing and deformation was also visible on the backside of the insert. Some damage was visible on the mobile-bearing surface of the tibial baseplate. Bone growth appeared well-adhered to the underside of the tibial baseplate. Some damage to the porous coated surface was visible, which could have been caused during removal of the baseplate. The articulating surface of the femoral component showed minimal signs of wear. Our investigation could not determine a specific cause of the failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
.